Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv coil. Trends showed a wide range of measurements. The rv impedance was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: d234vrc implantable cardioverter defibrillator; implanted: unknown. (B)(4).

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the product was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6)-2013. The actual impedance was not yet recorded for that day.